Manufacturer narrative:
(B) (4). Eval: results: eval of the returned product found that the alarm function is intermittent while using the sensor pad. Battery springs are mis-aligned and sensor receptacle has three pins that are bent. (B) (4).

Event description:
The customer reported that the alarm was tested with new batteries and it does not sound when the sensor is detached. There was no pt injury reported.